Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the right coronary artery with moderate calcification and 100% stenosis. The patient presented with severe chest pain. Pre-dilatation was performed with a non-abbott balloon device. Then a 3.0 x 18 mm xience prime stent delivery system (sds) was advanced to the target lesion, and the stent was deployed. However, fluoroscopy showed a distal edge dissection. An unspecified xience prime stent was deployed to treat the dissection, ending the procedure. The dissection and target lesion were successfully treated. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.